Event description:
Information was received from a consumer on (B)(6) 2017 regarding a patient receiving clonidine (315.0mcg/ml at 72.46mcg/day), unknown baclofen (182mcg/ml at 41.87mcg/day), and dilaudid (8.7mg/ml at 2.0013mg/day) via an implanted infusion pump. The indications for use included intractable spasticity and other spasticity. It was reported that the patient's pump started alarming on the night of (B)(6) 2017. The alarm was a single tone alarm and it was confirmed that the alarm was consistent with pump alarm sounds. The patient had reportedly been going to phoenix to have the pump refilled, but when he called the office on the date of report he was informed they were no longer filling pumps. The patient had reportedly been working with other providers and requested healthcare provider (hcp) listings. No patient symptoms were reported. The patient was to continue to reach out to hcps. No further complications were reported or anticipated. Additional information was received from a consumer and a healthcare provider on (B)(6) 2017. It was reported that the patient's pump ran out of medication before they were able to get it refilled. They went in to have the pump read on (B)(6) 2017, medication was ordered, and the pump was refilled on (B)(6) 2017.